Event description:
It was reported that the asymptomatic patient presented in clinic. During an attempted device update, the pacemaker exhibited backup vvi operation. The original firmware was reinstalled and the patient will be monitored with regular follow-up.